Event description:
A recovery filter was implanted in a pt several months ago. Two to three weeks ago, the pt returned for a CT. A pe was diagnosed and the clot burdened filter had migrated to the heart. The filter was removed via open heart surgery.